Manufacturer narrative:
The real intelligence tracking camera, part number rob10025, serial unknown and used for treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A visual/functional inspection cannot be completed as no device was returned for evaluation. While all products meet required manufacturing specifications prior to release a serial number or lot number is required to link the device to a DHR or nc investigation, or field service report. A complaint history review for similar reported/confirmed complaints has identified prior events. A contributing factor could be software issues. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during a cori procedure, the camera disconnected twice throughout the case, but was able to recover by rebooting and re-calibrating both times. There was a delay of less than 30 minutes. No other complications were reported.